Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned as of 3 august 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that two pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: material no: 320550, batch no: 9288377. Consumer reported improper insulin flow with 2 pen needles from current box. Stated during her injection the insulin flow stops. Stated she is also having an issue with her insulin pen and will be calling the insulin pen manufacturer. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that two pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: material no: 320550 batch no: 9288377. Consumer reported improper insulin flow with 2 pen needles from current box. Stated during her injection the insulin flow stops. Stated she is also having an issue with her insulin pen and will be calling the insulin pen manufacturer. Date of event: unknown.